Event description:
It was reported that the customer received a motor error alarm. The customer stated that he was attempting to change his infusion set but, when performing a bolus or fixed prime, the insulin pump alarmed motor error. The customer's blood glucose was 118 mg/dl. Troubleshooting was done. The customer was able to complete the rewind sequence. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).